Event description:
Additional information received reported that the patient woke up on (B)(6) 2012 and he was ¿sick as dog.¿ it was confirmed that the patient did not hear any alarm.

Event description:
In (B)(6) it was reported that an end of service (eos) was missed. The health care provider missed the upcoming elective replacement indicator/end of service event. Eos had occurred (B)(6) 2012 and eri had occurred (B)(6) 2012. The pump was last refilled (B)(6) 2012. The patient was admitted for "severe withdrawal"; the patient went through withdrawal for 3 days. The patient did not hear any alarms but it was confirmed that the alarm was audible. The pump was replaced and it was reported that the patient was fine. The patient indicated that otherwise that pump had been great and had put him back to work. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).

Manufacturer narrative:
Analysis of the pump found no significant anomaly. The pump was at end of service (eos) due to time progression.